Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm or error alarm was noted during testing. No damage was found on motor. The pump was received with scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery alarms and low battery alert from the pump. The customer's blood glucose reading was 432 mg/dl. The customer stated that she did not have ketones. The customer treated with injection. The customer stated that her pump might be using too much insulin. The customer stated that the battery life lasted more than a week on the pump. The customer stated that the no delivery alarm occurred during basal. The customer stated that the no delivery alarm was recurring. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. The customer will be sent a replacement pump.